Event description:
Procedure performed: ni. Event description: [name] provided the following information via email on 9 august 2022: we have received a cer complaint from [user facility]. Call was made to customer relations team yesterday from [name]. This is all of the information he has and I do not have any more information at this stage from theatres: product code: cb030. Lot: 1453534. Date of issue: (B)(6) 2022. Issue: scissors were not closing properly. Procedure and surgeon is unknown. Cn submitted the form but person is unknown at this stage ¿ signature only appears without name printed on form. Limited information has been received by materials management team however they have the product in a bag ready to be picked up. Additional information received via email from [name] on 15aug2022: the scissor blades would get caught and not open properly. The patient was not affected. They used another one exactly the same with no problem. Intervention: they used another one exactly the same with no problem. Patient status: the patient was not affected.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of rough actuation. A burr was observed on one of the blades. The rivet, a metal component of the device, was also observed to be improperly swaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the burr, which formed from the scissor blades interfering with one another. The blades likely interfered with one another because of the improperly swaged rivet. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: [name] provided the following information via email on 9 august 2022: we have received a cer complaint from [user facility]. Call was made to customer relations team yesterday from [name]. This is all of the information he has and I do not have any more information at this stage from theatres: product code: cb030 lot: 1453534 date of issue: july 15 2022 issue: scissors were not closing properly procedure and surgeon is unknown cn submitted the form but person is unknown at this stage ¿ signature only appears without name printed on form limited information has been received by materials management team however they have the product in a bag ready to be picked up. Additional information was received via email from [name] on 15 august 2022: the scissor blades would get caught and not open properly the patient was not affected they used another one exactly the same with no problem intervention: they used another one exactly the same with no problem patient status: the patient was not affected.